Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the foot could not be confirmed as the foot was successfully deployed during returned device analysis. A conclusive cause for the reported difficulty could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a proglide device via a 6f sheath after a cerebral angiogram. Reportedly, an attempt was made to deploy the foot of the proglide device; however, the foot would not open properly. The foot failed to deploy. After the proglide device was removed from the patient anatomy, an attempt was made to forcefully open the foot plate but it was stuck. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.